Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringes were without graduation marks. The following was received from the initial reporter: 01 hypodermic syringe 20ml without graduation.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-sep-2023. H.6. Investigation summary: sample and photo received by our quality team for investigation. Through visual evaluation, scale marking is missing from the syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated misalignment of the pads in marking process. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak¿ syringes were without graduation marks. The following was received from the initial reporter: 01 hypodermic syringe 20ml without graduation.